Event description:
The device was found to be incapable of delivering defibrillation and pacing.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.